Manufacturer narrative:
Corrected information obtained from report # 3004788213-2019-00208 which was closed as a duplicate: a1, b5, b6, b7, d1, d2 (common device name), e1, e2, e3, e4, h1, h3, h6 (patient, device and results codes). Additional information obtained from report # 3004788213-2019-00208 which was closed as a duplicate: a2 (date of birth), a3, b3, d4 (lot number, UDI number), d6, d7, d10, g5 (510k). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that upon insertion of the mobi-c distraction rack, the rack began to disassemble from the pins causing the surgeon to lose distraction. The implant became wedged in the disc space leading to the inserter becoming jammed against the distraction rack legs. Due to this, the surgeon attempted to re-angle the inserter to remove the implant from the disc space which allowed the implant to disassemble. There was no reported patient impact associated with this event.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that upon insertion of the mobi-c distraction rack, the rack began to disassemble from the pins causing the surgeon to lose distraction. The implant became wedged in the disc space leading to the inserter becoming jammed against the distraction rack legs. Due to this, the surgeon attempted to re-angle the inserter to remove the implant from the disc space which allowed the implant to disassemble. There was no reported patient impact associated with this event.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Lot number of concerned device is not known. Attempts to obtain additional information have been made and no answer has been provided yet. So far, is not possible to perform the review of traceability and devices history records. Product was not returned yet, no evaluation could be performed. Investigation still in progress.

Event description:
Mobi-c p&f us: disassembly during repositioning. As reported by sales rep, fell apart during repositioning. No more information was provided. Additional information was requested. Investigation ongoing.